Event description:
It was reported that while in the cath lab, the sheath was inserted into the right femoral artery. They then tried to insert the catheter, but after the balloon was passed through the sheath, the catheter was not able to be advanced. After the event, the catheter and the sheath were exchanged to a competitors' product. No harm to pt. The sample was discarded by mistake.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.